Manufacturer narrative:
On (B)(6) 2013- nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified. Nova was notified about this event upon receipt of notice of litigation. Specific details about the reported event are not known at this time.

Event description:
According to litigation, "on (B)(6) 2013" consumer "administered an improper amount of insulin, experienced symptoms of low blood sugar, and had to seek emergency medical care". Consumer had to "undergo medical treatment and spend money on medical products and medical services that would not have been necessary if the test strips were not defective". Alleged damages suffered as a result of the recall products on or about (B)(6) 2013. It is unknown if the alleged "damages" affect person or property. No information on the type of device used or lot numbers of any test strips or any blood glucose readings or dates of hospitalization was forthcoming.